Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blanks areas on this form, the information was not provided or is unknown. Sur-fit natura durahesive skin barrier w/convex-it w/45mm (1 34") flange w/white tape collar and pre-cut opening (overall dimension 4.5" x 4.5"). Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user indicated patient received blister breakdown under border/mass. Report also included patient developed purple spots under mass at the site of the sutures. As a result developed into 3 open areas quarter size an inch away from stoma. End-use received medical attention and was administered antibiotics as a form of treatment, however received no resolution according to treatment path. In addition to the above described medical treatment patient attended wound care center 2 weeks ago from time of complaint and changed to the wafers and patient saw improvement in condition. A wound culture done, still awaiting results. Patient is expected to receive a skin care follow up, which included dressing and wafer changes.